Manufacturer narrative:
(B)(4).

Event description:
It was reported the pump was "dead" and empty. The patient ¿ended up¿ in the hospital on (B)(6) 2013. The patient had a pump replacement on (B)(6) 12013. The patient went home on anesthetic on (B)(6) 2013. The patient was unsure if the pump was refilled and if the pump was going to change in therapy in the next couple of days. It was also indicated the patient questioned if the pump was replaced or completely removed. The patient had contacted the hospital for the information but it was not available at that time. The patient experienced two days of delirium, diarrhea, vomiting, was sick, pain, the ¿whole withdrawal symptoms.¿ the patient stated ¿you name them¿ he had them. The patient was feeling like they are ever so slightly coming back on and is trying to remain calm as he can. The patient attempted to contact the hcp and left a message. The patient had a follow-up appointment in a week. The patient planned to contact the hcp on (B)(6) 2013. The pump was delivering clonidine and morphine. It was later reported the pump was turned off. It was also reported the patient was discharged (B)(6) 2013. The patient stated the physician told his wife the pump had been replaced but the patient did not have knowledge of it because he was ¿out of it.¿ patient stated it was a "horrible experience" and he went through a lot of pain. The patient stated he cannot hear the pump because he is hard of hearing and he was not notified about it. It was indicated the alarm went off at the doctor's office at the last refill and the pump was due to be replaced (B)(6).

Manufacturer narrative:
Concomitant products: product ID 8835, serial# unknown, product type programmer, patient; product ID 8709, lot# j0056602r, implanted: (B)(6) 2001, product type catheter. (B)(4).